Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly and that the imaging window was twisted. Imaging core windup was noted beginning 28 cm from the distal end of the connector shaft and the drive shaft was noted to be broken. No other visual damages were noted. Impedance testing showed an electrical open at the proximal wave form. Inspection of media provided by the site showed no image.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The target lesions were located in the right coronary artery, left anterior descending artery, and left circumflex artery. An opticross imaging catheter was advanced for intravascular ultrasound examination of a 90% stenosed, moderately tortuous and moderately to severely calcified target lesion. When the catheter was connected, the image was dark and could not be read. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, device analysis revealed the imaging window twisted.